Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer via a manufacturer¿s representative (rep), regarding an implantable intrathecal pump intended to deliver compounded baclofen [2500 mcg/ml] at 525 mcg/day, indicated for intractable spasticity. On (B)(6) 2018, the patient¿s mother reported that since the catheter was implanted (on (B)(6) 2018, replacing an old catheter), the patient has been experiencing symptoms of overdose, including lethargy, depressed respiratory rate, lack of muscle tone in lower extremities. The event date was reported as (B)(6) 2018. Environmental/external/patient factors that may have led or contributed to the issue included a urinary tract infection diagnosed on (B)(6) 2018. As part of diagnostics/troubleshooting, the pump was interrogated on (B)(6) 2018. It was stated that there were no events in the logs. As an action/intervention taken to resolve the issue, the patient¿s mother stated that the original dose of 625 mcg/day was decreased to 525 mcg/day ¿last week.¿ the issue was not considered resolved at the time of the report. Surgical intervention did not occur and was not planned. The patient's status was listed as ¿alive ¿ no injury.¿ [note that this contradicts with the reported overdose symptoms.] No further complications were reported. The patient¿s weight was asked but unknown. The patient¿s medical history included intractable spasticity. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.

Manufacturer narrative:
The date for the previous supplemental report should be (B)(4) 2018 h6: patient code (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: the event date was reported as 2(B)(6) 2018. [Reference regulatory report for the manufacturer's report regarding the catheter replacement.]